Manufacturer narrative:
The (B)(4) was voluntarily recalled from the market in (B)(6) 2010, and the (B)(4) are now considered inactive. Further investigation of this individual incident will not be undertaken, as there is an ongoing investigation regarding the root cause(s) and/or corrective actions. (B)(4). Depuy considers the investigation closed at this time. Should the product and/or additional info be received, the investigation will be re-opened.

Event description:
Pt contacted depuy/broadsphire as a result of the asr recall to initiate a claim. Medical records were obtained. Medical records indicate that the pt will be revised to address a vertical cup, pain, and metal toxicity. Update: (B)(6) 2011 - medical records were received. The revision operative report indicates the pt was revised. Pt had significant cloudy fluid and thickening scar and granulation tissue within the acetabulum.